Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4), anastomosis insufficiency, peritonitis. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed anastamosis insufficiency and peritonitis on (B)(6) 2011 and was treated with reoperation on unknown date and therapeutic lavage. It is unclear at this time how the suture used for facial closure was related to the anastomosis insufficiency. Additional information has been requested.